Manufacturer narrative:
The lead has been returned. Upon analysis this event will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections noted blood in the helix mechanism resulting in the inability to retract the helix. Laboratory testing was unable to reproduce the reported clinical observations of oversensing and dislodgment.

Manufacturer narrative:
Upon return and analysis this event will be updated.

Event description:
--

Event description:
--

Event description:
Boston scientific received information that this patient underwent a repositioning procedure of this right ventricular (rv) lead due to oversensing. During the repositioning the physician noted that the rv lead had dislodged. The physician attempted to reposition the rv lead but the helix mechanism would not retract. Finally the lead was explanted and replaced with another lead. The explanted lead will be returned. No adverse patient effects were reported.